Event description:
It was reported that the 9800 system c-arm locked up when the doctor stepped on the footswitch. All the lights on c-arm came on and stayed on. System would not take fluoro. Rebooted and system worked fine. There was also a report that the dicom image transfer would intermittently be slow. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.